Event description:
It was reported that there may be possible device interaction with the patient's medtronic deep brain stimulator and their boston scientific pacemaker. The patient experienced atrial fibrillation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).